Event description:
The event is reported as: complaint alleges: "prior to check before use, it was impossible to deflate the cuff completely." No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.